Event description:
No additional event information.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following fields have been updated: b4, b5, g3, g6, h2, h6, h10, h11. Corrected: d2b. Attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to lack of product/event information. Review of the reported event by a health care professional found: tendonitis is the inflammation or irritation of the tendons and is typically caused by repetitive motion, overuse and pressure to the bursae. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. This can impact on the patients' ability to use the joint to their full potential. Patients can experience a decrease with overall adls, rom of the joint, decrease in quality of life, as well as increasing the need for possible over the counter (otc) medications for swelling and pain control. Treatment for tendonitis can consist of otc medications, such as tylenol and anti-inflammatories, prescribed pain medications, physical therapy, rest, ice, elevating the affected joint and steroid injections. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown cup unknown. Unknown head unknown. Unknown stem unknown. G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Minimum two-year outcomes of the zimmer g7 modular dual mobility cup in primary total hip arthroplasty: survivorship, complications, clinical and radiographic results. Minelli m, longobardi v, di francia vp, d'addona a, rosolani m, della rocca f. J clin med. 2025 oct 7;14 (19):7071. Doi: 10.3390/jcm14197071. Pmid: 41096151.

Event description:
It was reported in a journal article that the purpose of the study was to assess survivorship of modular dual mobility cup implanted. The study reviewed 105 unilateral joints (32 men/ 73 women). The study population had a mean age at surgery was 73.8 years (range 35.0¿97.0 years). Primary unilateral tha (total hip arthroplasty) using cementless g7 dual mobility acetabular system cup implanted in all cases. Porous plasm spray (pps) in 67 cases, osseo ti porous structure in 38 cases. 8 femoral heads were cocr and 97 were ceramic, all including highly crosslinked polyethylene mobile liner. A variety of femoral stems were utilized. Femoral stems were cemented in 31 cases (29.5%) and cementless in 74 patients (70.5%); a standard cementless stem was used in 69 cases (65.7%) and a conical tapered stem was used in 5 cases (4.8%). The standard cementless femoral stems were 45 cls spotorno hip stem 135 neck stems and 24 cls spotorno hip stem 125 neck stems. Conical tapered cementless stems were 3 zimmer wagner cone 135 neck stems and 2 zimmer wagner cone 125 neck stems. Cemented stems were 31 zimmer ms30 standard neck stems. Follow-up was conducted at minimal 2 years with a mean length of follow-up of 30 months (range 24-72). Complaint 4: it was reported in a journal article 1 patient experienced iliopsoas tendinitis on an unknown date. No further information provided.